Event description:
It was reported that when the operator pricked in the vein, no blood reflux was present. The patient's vein was also damaged. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One unused jelco optiva i.v. Catheter was returned for analysis. No defect was noted upon visual examination. When testing the flashback it was observed to be within specification. Based on the evidence there was no root cause determined as the complaint was not confirmed.